Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape button dome switch. No unlocked lcd keypad connector was noted .no unexpected button sticking during test noted. The pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4)

Event description:
The customer's father reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 142 mg/dl. The customer stated that the buttons on the pump are hard to press. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.